Manufacturer narrative:
Initial.

Event description:
It was reported that the user could not connect their continuous glucose monitor or enter blood glucose into the ilet and had not started a new sensor; the user stated they were using a freestyle libre sensor that had been in place for two weeks, and customer support provided troubleshooting and education and guided initiation of a new freestyle libre 3 plus sensor, which activated successfully. Symptoms included no clinical effects reported. Outcomes included restoration of cgm connectivity and workflow following education. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed user-related use of an outdated sensor and successful resolution through proper sensor replacement and activation, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to sensor management and setup.